Manufacturer narrative:
H6- health effect- clinical code 4581: significant reduction of ica. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -13.00 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged with a shorter length lens due to excessive vault ,significant reduction of iridocorneal angles and increased iop. This exchange resolved the problem. Cause of event was reported to be the device "lens was not fitting for the patient".